Event description:
The customer reported that: " plate defect 40.15033, because the compression screw (of the correct diameter) has passed through the plate. Withdrawal of the latter and installation of a second plate (same ref) and screw l40 diam3,5 unlocked while screw l36 diam 3,5 locked. In dr. (B)(6), dated (B)(6) 2020. Notify: "first fixation by pins then placement of a stryker plate, 6 holes, 2 oval holes for compression, 4 holes for locking. Removal of pins." The incident reported no change in operating time, and the defective plate was removed to be replaced by another of the same reference, on which the screws held. This is one of the holes of the compression screws. Complications for the patient: none, table report and availability of other replacement product.

Manufacturer narrative:
The reported event could not be confirmed, since the screws were not returned and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: " plate defect 40.15033, because the compression screw (of the correct diameter) has passed through the plate. Withdrawal of the latter and installation of a second plate (same ref) and screw l40 diam3,5 unlocked while screw l36 diam 3,5 locked. In dr. (B)(6) dated (B)(6) 2020. Notify: "first fixation by pins then placement of a stryker plate, 6 holes, 2 oval holes for compression, 4 holes for locking. Removal of pins." The incident reported no change in operating time, and the defective plate was removed to be replaced by another of the same reference, on which the screws held. This is one of the holes of the compression screws. Complications for the patient: none, table report and availability of other replacement product.